Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tubing in purewick accessory replacement kit where it connected to the purewick female external catheter was very sharp. Patient kept cutting themselves on it. Patient had been using the purewick product for more than 90 days. No medical intervention was reported. Per additional information received on 09apr2022, the purewick female external catheter caused burning to the patient. The patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate component (material) selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: - inspect the package for damage. If any damage is noticed, contact customer support. - carefully remove all contents from the package, including the packing material and inspect prior to use. Note: gloves should be worn when handling soiled or dirty accessories. Replacing canister and tubing replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. The device was not returned.

Event description:
It was reported that the tubing in purewick accessory replacement kit where it connected to the purewick female external catheter was very sharp. Patient kept cutting themselves on it. Patient had been using the purewick product for more than 90 days. No medical intervention was reported. Per additional information received on 09apr2022, the purewick female external catheter caused burning to the patient. The patient had been using this product for more than 90 days. Per follow up via phone on 12may2022, it was reported that the purewick accessory tubing at the point of connecting at the purewick female external catheter was very rough. Stated that the rough area on the tubing has caused bleeding. Patient tried to smooth it down but could not remembered what they used and also wraps a sanitary pad around the purewick female external catheter when using for comfort and to help with bleeding. Customer stated that the purewick female external catheters were eight inches they need to be cut down to six inches. Customer suggested that there needs to be a cover of the wick so the material on the wick was more comfortable. The purewick urine collection system and the purewick female external catheters were too expensive.

Event description:
It was reported that the tubing in purewick accessory replacement kit where it connected to the purewick female external catheter was very sharp. Patient kept cutting themselves on it. Patient had been using the purewick product for more than 90 days. No medical intervention was reported. Per additional information received on 09apr2022, the purewick female external catheter caused burning to the patient. The patient had been using this product for more than 90 days. Per follow up via phone on 12may2022, it was reported that the purewick accessory tubing at the point of connecting at the purewick female external catheter was very rough. Stated that the rough area on the tubing has caused bleeding. Patient tried to smooth it down but could not remembered what they used and also wraps a sanitary pad around the purewick female external catheter when using for comfort and to help with bleeding. Customer stated that the purewick female external catheters were eight inches they need to be cut down to six inches. Customer suggested that there needs to be a cover of the wick so the material on the wick was more comfortable. The purewick urine collection system and the purewick female external catheters were too expensive.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.